Manufacturer narrative:
Device evaluation summary: the device was returned loose within the original packaging. The device was returned clean with the stent graft fully deployed within the returned packaging. Upon inspection of the device, the graft cover was retracted approximal 12mm. Approximately 8mm from the edge of the graft cover were raised edges all the way around the circumference which line up with the spindle. Minor kinks were observed 20mm, 150mm and 175mm from the edge of the graft cover. There external slider had been rotated approximately 7mm and thumb wheel was 4mm from the home position. The total length of the deployed stent graft measured 65mm and the fabric length measured 50mm.the rest of the device was unremarkable. The graft cover retracted without issue and the capture release work as expected. The complaint could not be confirmed as the stent graft had been deployed prior to returning for analysis. The graft cover retracted without issue and the capture release work as expected. The root cause of the event could not be determined as the event occurred in vivo and could not be replicated during device analysis; however, the patient¿s anatomy of a small diameter and angulated aortic neck may have contributed to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a 7.5 cm in diameter abdominal aortic aneurysm. It was reported that an endurant bifurcated stent graft and an endurant aortic cuff were implanted and angiography showed that there was proximal type I endoleak. The aortic neck of the abdominal aneurysm thin, and angulated. The physician advanced another endurant aortic cuff 28 x 28 x 45 to the intended landing zone however; the stent graft could not be deployed. The physician removed the undeployed endurant stent graft system from the patient. Another endurant aortic cuff stent graft system was successfully implanted and the proximal type I endoleak was resolved. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.